Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed in the surface of the shell. ¿ white calcification observed in the surface of the shell. ¿ observed two openings on anterior and posterior side assessed as surgical damage. ¿ observed broken on the plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and capsular contracture baker grade iii. Device has been explanted.